Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect or celect platinum filter g4) PMA/510(k) k211875. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the case began as an iliac vein imaging with possible intervention. It became an iliac vein and common femoral vein stenting. The procedure and intervention did not occur due to any issue observed with the filter. During the imaging of the ivc in relation to the common iliac vein, it was observed that there had been a previously placed ivc filter there. The physician was not even aware that the patient had a filter at the time. It appeared to the rep that the filter had a bent strut. The physician did not know the manufacturer of the filter but the rep thought that it might possibly be a cook elect or celect platinum filter. There was no reason to believe, by the physician or rep, that the bent strut was causing any adverse effects for the patient. The patient's problems were due to a compression or stenosis of the iliac and common femoral vein, unrelated to the filter. There are presently no plans to intervene with the possibly bent filter strut. The filter was not placed by this physician.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation this event is no longer considered reportable. Summary of investigational findings: during imaging of the ivc in relation to common iliac vein it was observed that a celect or a celect-pt filter had a bent strut. Reportedly any patient problem had no relation to the filter and the bent strut caused no adverse effects to the patient. Based on the limited information provided the exact reason for the filter leg to bent in an unknown filter with an unknown dwell time and with an unknown patient history cannot be determined. However, it is noted that reportedly there was no reason to believe, that the bent filter leg was causing any adverse effects for the patient and that there were no plans to intervene with the possibly bent filter leg. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). **UDI related data quality updates only** UDI is unknown as only limited information on product have been provided. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.